Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2015-01348.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician deployed a ruby coil (lot # f65794) into the aneurysm; however, it was not correctly placed and the physician decided to remove it. While removing the ruby coil from the patient, the distal 5 cm of the ruby coil broke off in the patient. A snare device was required to successfully retrieve the ruby coil from the patient. The physician then successfully deployed and detached a new ruby coil (lot # f65839) into the aneurysm. While performing a final angiogram, the physician noticed that the ruby coil had migrated to an undesired location. A snare device was also required to successfully retrieve this coil from the patient. The procedure was completed at that point. There was no report of an adverse effect to the patient.